Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2012. During the procedure, as the surgeon was implanting the femoral stem, a piece fractured off of the femoral stem inserter and had to be removed from the surgical site.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert for related implants that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture". User facility filed medwatch report (B)(4) on february 21, 2012, which corresponds to the same event.